Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was no longer receiving effective stimulation. It was also reported, the patient was experiencing a shocking sensation on her left side which extended up to her neck and into her arm which occurred regardless of stimulation. The physician determined the shocking sensation could be a possible result of cervical stenosis. Subsequently, the patient's scs system was explanted in order to obtain an MRI to investigate the shocking issue.